Event description:
It was reported that after fourteen days of use, the tracheostomy tube inflation line separated without any patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was verified. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. The information has been added to the database for trending purposes and trends will continue to be monitored. The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.